Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs lioresal was being administered in minimum rate mode. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient has had lots of problems since the new pump was implanted on (B)(6) 2014. It was noted the patient had a new catheter that was placed higher and he experienced milder spasticity and spasticity episodes seem to come and go for periods of time. It was further reported the patient had a dye study done on (B)(6) 2014 and the dye study showed no issues. It was also reported the patient was possibly going to the doctor tomorrow for a dose increase again. It was noted the patient¿s dosage had been increased since implant and the patient was on a flex dose for more medication overnight, but it was not doing any good for the patient¿s spasticity. It was reported the patient¿s symptoms were controlled prior to the new pump implant for almost three years and ever since the new pump was implanted the patient had spasticity issues. The pump was being used to deliver baclofen. Additional information received reported the patient had a change in therapy effect and the patient did not feel they were getting the same therapy effect since pump replacement last month. It was also reported that during the dye study it was discovered that the catheter was now at t1. It was further reported on (B)(6) 2014 the patient¿s dose was increased by 10% and as of that date the patient still did not feel they were getting expected therapy. The pump was being used to deliver lioresal. Additionally, the patient still had concerns regarding their device or therapy, but was working with their doctor or manufacturer re presentative and the patient had numerous appointments scheduled. Additional information received reported the cause of the issue was unknown. The other medications the patient was taking at the time of event included oral baclofen, gabapentin, lamictal, lorazepam, propranolol and risperidone. The issue had not been resolved. Regarding patient outcome, patient not recovered, symptoms/issue ongoing was reported. Additional information was received from a company representative (rep) via the return paperwork indicated the pump and catheter were replaced on (B)(6) 2014 and were returned for analysis. The caregiver reported the patient "did not receive effective therapy following the lead/pump/replacement" and the patient had inadequate therapy. There was no patient injury. It was noted a rotor study was not performed and the dye study was normal. The event date was (B)(6) 2014 and the report date was the date of explant. The company representative clarified they "typically" become aware of issues the day of the case. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter/sc connector revealed a tear in the seal near the guide ring. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the pump rate was adjusted in regards to if the spasticity and inadequate therapy had been resolved. The patient's weight at the time of the event was unknown. No further complications were reported/anticipated or expected.